Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge detection messages occurred during the load sequence. The cartridge was ultimately reloaded successfully and insulin delivery was resumed. There was no reported adverse impact to the customer's blood glucose level.